Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v436859, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the physician reported that the patient had pain with stimulation and that he had received errant impedance readings in the office. Reprogramming was performed. The doctor then replaced the lead. No known environmental/external/patient factors might have led to the issue. The issue was resolved at the time of the report. The lead was replaced on the opposite side. The battery was depleted with normal use. The battery and lead were both replaced. When removing the first lead, it fractured and they left the portion from the tines and below. The lead fractured at the tines and the wires were pulled out but ghost lead left on the right side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.